Manufacturer narrative:
(D10) concomitant devices: 300-60-01 - stemless humeral comp laser cage, size 1: (B)(6), 310-62-38 - stemless humeral head 38mm x 13mm x alpha: (B)(6), 314-23-02 - laser cage glenoid small, alpha: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 2 month(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a dislocation with occasional instability. Able to perform gentle traction and self-reduce. Reports that these occur with muscle fatigue. X-rays show no complication. Physical therapy for functional strengthening was recommended for this patient and the outcome of this event remains continuing. The case report form indicates that this event is possibly related to the device and definitely not to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.